Manufacturer narrative:
This lead was expected to be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that this lead was explanted due to a dislodgment. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the completed lead was returned. The lead passed continuity testing, while an x-ray showed that the inner coil was fractured approximately 15mm from the terminal pin. The damage was indicative of a helix extension/retraction difficulty issue which likely occurred during the revision/explant. The dislodgement allegation was not confirmed but this was a known inherent risk of the device.

Event description:
It was reported that this lead was explanted due to a dislodgment. No adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this lead was explanted due to a dislodgment. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the patient identifier.